Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site and went to the emergency room (ER) on (B)(6) 2024. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) with ketones of 0.4 while wearing the device between 5 and 24 hours on the abdomen. Symptoms reported include fever, redness and swelling. At the hospital, the patient was diagnosed with an infection and treated with cephalexin. Hyperglycemia treated with a new pod. The patient was discharged the same day. Pod was discarded.